Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system could not be turned on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed system could not be turned on. After reviewing log file, fse found there is voltage error on output 24v1. Upon troubleshooting, fse found that the m-cabinet sustained damage due to flooding, rendering the device inoperable. The part analysis for host pc failure shows as the presence of water spots on the unit, which confirm the failure of main suspect host pc. To resolve the issue, fse replaced the fans in the m cabinet, host pc and ippc. After the replacement of components, system was returned to use in good working order. The codes were updated based on the investigation outcome.